Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred for transmitter ID (B)(4). Data was evaluated and the allegation was confirmed for transmitter ID (B)(4) error on (B)(6) 2022. The probable cause was determined to be transmitter timer not advancing that led to a transmitter failure. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
A failed transmitter error was reported to have occurred for transmitter ID (B)(6). Data investigation confirmed a failed transmitter error on (B)(6) 2022 for transmitter ID (B)(6). The probable cause was determined to be transmitter timer not advancing that led to a transmitter failure.